Event description:
One card from vitek gns-132 lot h118h was read as a vitek gps-106 card on the vitek system. As a result of the different configurations and contents of the two vitek card types, antibiotics/tests could be erroneously analyzed and potentially reported if a gns-132 card read as a gps-106 card. This could potentially cause false susceptible and/or false resistant results to be reported if the error is not caught when the lab reviews the results.